Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The reported field event of a difficulty removing the atrial lead and being unable to engage the set screw with the torque driver could not be confirmed in the laboratory. The header was damaged during explant and no analysis could be performed on it.

Event description:
It was reported that during a replacement procedure, set screw damage was observed. The physician had to dismantle the header in order to remove the lead.